Event description:
Additional information: at the time of the event it was unclear what medication the device was delivering.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
A catheter kink occlusion was reported. The signs/symptoms the patient experienced were increased pain with aggressive adjustments and no csf fluid was aspirated. Also leakage around the pump tip. Diagnostics included contrast study date not reported. The catheter was replaced (B)(6) 2004.